Event description:
It was reported that the patient received an alert for capacitor charge time limit reached. The patient presented in the hospital for a recent vf storm. Vt/vf episodes were recorded. It was noted that the device is at or beyond eri and will need to be replaced. To date, the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.